Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
A study alleges that the entire guidewire slipped into the catheter lumen. The distal j-tip of second guidewire fragmented. Both were located within the cvc and inferior vena cava, and successfully retrieved with forceps.